Event description:
Caller reported damage to tandem charging cable, and it was confirmed that the charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Tandem's technical support arranged to replace the damaged charging supplies via 2-day shipping, and in the meantime, the customer was advised to rely on manual daily injections if the pump battery depleted before the replacement arrived.